Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed hemoglobin result while using the closed mode on the cell-dyn ruby analyzer. The sample generated a hemoglobin result of 6.22 g/dl in close mode and 12.3 g/dl in open mode. No specific patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of product historical data and customer complaints related to the issue did not identify any adverse trends or abnormal complaint activity. The data provided by the customer was reviewed. The data showed a potential short sample in closed mode due to a clogged aspiration needle which caused lower results when compared to the result from the same sample run on open mode. Replacement of the aspiration needle resolved the issue. This is an instrument-specific issue resolved by service troubleshooting. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the cell-dyn ruby analyzer was identified.